Event description:
It was reported that during a laparoscopic appendectomy, two devices would only fire once and were unable to be reloaded. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). : information was not provided by the initial contact. Cartridge pan dislodged. The analysis showed that the device was received in good visual condition and with a pan lodged inside the channel. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.